Event description:
---

Event description:
Boston scientific received information that during implant, this device exhibited high out of range shock impedance measurements, when connected with a non-boston scientific lead. Defibrillation testing was performed and successful; however, values remained high in the chosen testing configuration. The physician was able to reprogram the shock vector configuration and attained a favorable measurement. To date, the device remains implanted and in service with no adverse patient effects reported.

Manufacturer narrative:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.